Event description:
It was reported the pt developed breathing problems on (B)(6) 2013, during the permanent implant procedure for a laminectomy with an epidural block. The procedure was abandoned and the lead was not removed form the tray. It was reported the pt's incision was closed with surgical staples, he was intubated and resuscitated prior to being placed in ICU.

Manufacturer narrative:
The returned product was not analyzed as the complaint of the breathing issues could not be confirmed via laboratory testing. Per details, the device was left on tray. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.